Manufacturer narrative:
(B)(4). Part number: 912076, lot number:202750 foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it was discarded by hospital as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-08278.

Event description:
It was reported that during surgery, the surgeon inserted the suture anchor, however, the anchor came out of the patient¿s burr hole. The surgeon attempted to use an alternate one to complete the surgery, but, the same incident occurred again. The surgeon successfully completed the surgery with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the surgeon inserted the suture anchor, however, the anchor came out of the patient¿s burr hole. The surgeon attempted to use an alternate one to complete the surgery, but, the same incident occurred again. The surgeon drilled additional burr holes due to failure of initial device. The surgeon successfully completed the surgery with another device.